Event description:
It was reported before using the bd vacutainer® stretch latex free tourniquet, there was missing information, including the lot number, on one case label. There were no health consequences or impacts reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: h.4. Device manufacture date: 2024-01-21 h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing barcode label was observed. Additionally, retention cartons from bd inventory were evaluated by visual examination and the issue of missing barcode label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing barcode label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is akron, oh (hygenic). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® stretch latex free tourniquet, there was missing information, including the lot number, on one case label. There were no health consequences or impacts reported.